Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deformation device, creases fold, brown particles, voids, wear abrasion and weight to the spec. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "right side capsular contracture baker grade unknown" and "left implant is hard on one side."

Event description:
Patient reported left side is "hard", pain, swelling. Healthcare professional reported a bilateral removal of textured breast implants due to the patient concern with the product. Patient representative reported "fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, chronic gastrointestinal upset or reflux, significant weight loss, capsular contracture, itching, swelling, hardening of breasts, scarring and disfigurement. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life; and other physical and emotional manifestations that are severe and ongoing." Device has been explanted.